Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: >7.5, lab: 4.0, therapeutic range: 2-3. Pt treated on blood draw. The results drawn within 2 hours of each other. Coumadin taken in am.

Manufacturer narrative:
Investigation pending.